Event description:
On(B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl. The user was not hospitalized, and the bg was managed by remaining on insulin pump therapy. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.